Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was on a paralytic drip and was hemodynamically stable (140/90). Discussed challenges of controlling temperature of a patient in an arctic sun device with more muscle mass due to its higher metabolic activity. Patient was in 24 hours of cooling phase and was set to rewarm at 4am. The patient had been staying too cold, and they want to know if there were additional interventions that they can do. The device will make warm water then the patient goes and stay above target, making the water stay cold for an extended period of time. Targeted temperature (tt) was 33c, patient temperature (pt) was 31.7c, water temperature (wt) was 42c, flow rate (fr) was 3.4lpm. Good pad coverage (universal already added). Rectal probe in place and placement confirmed. Discussed proper pad coverage and management of heat generation. Patient was young. Discussed benefits of counter warming and confirmed a bair hugger may be added when a patient was below target as well. Asked nurse to perform diligent skin checks. Device responding appropriately.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Discussed challenges of controlling temperature of a patient in an arctic sun device with more muscle mass due to its higher metabolic activity. Patient was in 24 hours of cooling phase and was set to rewarm at 4am. The patient had been staying too cold, and they want to know if there were additional interventions that they can do. The device will make warm water then the patient goes and stay above target, making the water stay cold for an extended period of time. Targeted temperature (tt) was 33c, patient temperature (pt) was 31.7c, water temperature (wt) was 42c, flow rate (fr) was 3.4lpm. Good pad coverage (universal already added). Rectal probe in place and placement confirmed. Discussed proper pad coverage and management of heat generation. Patient was young. Discussed benefits of counter warming and confirmed a bair hugger may be added when a patient was below target as well. Asked nurse to perform diligent skin checks. Device responding appropriately. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was on a paralytic drip and was hemodynamically stable (140/90). Discussed challenges of controlling temperature of a patient in an arctic sun device with more muscle mass due to its higher metabolic activity. Patient was in 24 hours of cooling phase and was set to rewarm at 4am. The patient had been staying too cold, and they want to know if there were additional interventions that they can do. The device will make warm water then the patient goes and stay above target, making the water stay cold for an extended period of time. Targeted temperature (tt) was 33c, patient temperature (pt) was 31.7c, water temperature (wt) was 42c, flow rate (fr) was 3.4lpm. Good pad coverage (universal already added). Rectal probe in place and placement confirmed. Discussed proper pad coverage and management of heat generation. Patient was young. Discussed benefits of counter warming and confirmed a bair hugger may be added when a patient was below target as well. Asked nurse to perform diligent skin checks. Device responding appropriately.